Manufacturer narrative:
A cassette was attached to the device and ran with no issues. The investigator could not duplicate the "no disposable" alarms. The upstream sensor was recalibrated as a preventive measure. In addition, the damaged front housing and clock battery were replaced.

Event description:
It was reported that the cadd legacy pump was alarming "no disposable cassette." This issue occurred while in patient use. No death or serious injury was reported in connection with this incident. The patient was advised to use their back up pump.